Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag had become disconnected, which is a known cause of the reported alarm. The cause of the disconnection could not be determined from the available information, should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill three of four of peritoneal dialysis therapy. The patient stated that the heater bag had become disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.